Event description:
It was found that there were sharp edges exposed from a cracked monitor tray. This issue caused no functional issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - replaced tray.